Event description:
It was reported that the trans telephonic monitoring strip shows spikes at 67 beats per minute, no sensing and no capture during times when the magnet is not on the device. Also, no clear sensing or capture can be seen on non-magnet strips. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the trans-telephonic monitoring strip shows spikes at 67 beats per minute, no sensing and no capture during times when the magnet is not on the device. Also, no clear sensing or capture can be seen on non-magnet strips. The device was explanted and replaced. It was also reported that the right ventricular lead had low impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and analysis of the device revealed normal battery depletion.